Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a homechoice automated set with cassette. The event was further described as ¿some solution under the door¿. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy; the patient was not connected. The bags and lines were dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2023-04596. All relevant information will be captured under 1416980-2023-04596. Should additional relevant information become available, a supplemental report will be submitted.